Manufacturer narrative:
A review of the instrument log for the permanent cautery hook instrument (420183-14/n10181113) associated with this event has been performed. Per the logs, it was confirmed that the instrument was last used on (B)(6) 2020. A review of the site's complaint history shows no additional complaints related to this product and/or this event. No image or video was provided by the site for review. Based on the information provided at this time, this complaint is being classified as a reportable event due to the following conclusion: the permanent cautery hook instrument had conductor wire damage with no evidence or claim of user mishandling or misuse. While there was no harm or injury to patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the permanent cautery hook instrument had no heat. The cautery function did not work. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed using a spare instrument. It was confirmed that there was no patient injury as a result of the reported issue.